Event description:
A 1cm x 2mm tip of zimmer drill bit broke off inside pelvis during right hip revision. Attempts to remove broken tip were made but unsuccessful. Attempts stopped in order to avoid trauma to patient.